Manufacturer narrative:
Device eval anticipated, but not yet begun.

Event description:
The user reported that a hematocrit saturation color chip failure occurred. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.